Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. Our field service engineer investigated the ventilator on site. The expiratory valve coil wires was exposed and pinched against the ventilator chassis and the cover. A new pressure transducer was tested but the issue kept failing intermittently. The inspiratory & expiratory pressure transducers printed circuit board (pcb) were reseated and fse was not able to reproduce any more leakages after the pre-use check was tested. According to the fse, the two exposed wires on the expiratory valve coil will need to be heat shrinked, or the expiratory coil will need replaced. The customer repairs their own machines and will take care of this. The root cause to the reported issue could not be established by this investigation.